Event description:
The device was returned for repair to the claim that the power cord,an accessory to the device,had broken.although it was reported that th pt was on the device, there was no reported pt harm.an investigation was performed and it was determined the molded female connector on the power cord had partially seperated.design of the power cord meets applicable safety standards.